Manufacturer narrative:
Investigation pending.

Event description:
It was reported that on (B)(6) 2019, the patient's serum was tested on the beta10 hcg ultra combo test x2 and received a positive result x2. Confirmation testing was performed on the access beckman x3 and produced two serum results of 0miu/ml and one plasma result of 0.02 miu/ml. A scan was also performed and produced a negative result. There were no reported alleged effects on the patient or user. The event did not lead to an incorrect medical procedure or treatment and there was no delay in medical procedure or treatment.